Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported the radifocus guidewire m broke during the procedure. The doctor took out the guidewire with a snare. The procedure outcome and patient impact was reported to be unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was returned for evaluation. Visual inspection revealed that the actual sample had been fractured off at approximately 670mm from the distal end of the device. The main body and the fractured piece measured as follows: fractured distal piece: approximately 670mm, main body: approximately 830mm, in total: approximately 1500mm. Specified total length of this product code: approximately 1500mm. From this, it is most likely there is no portion of the wire missing from the actual sample. Magnifying and electron microscopic inspections of the fractures revealed the findings below. At the distal fracture; the core wire had been exposed at the fracture end, the urethane outer layer at the fracture end had the shape implying that it had been ripped off, and some creases had been generated around the fracture end. At the proximal fracture; a bulge of the urethane outer layer had been generated at approximately 2mm from the fracture end, a kink had been generated at approximately 4mm from the fracture end, the urethane outer layer at the fracture end had the shape implying that it had been ripped off, the urethane outer layer had been torn at the fracture end and on the kinked segment, some creases had been generated around the fracture end and on the bulged segment, and some scratches had been generated on the kinked segment. The outside diameter was measured on the undamaged segment and found to meet the specifications. The urethane outer layer around the fracture end was dissolved for further inspection of the core wire. Electron microscopic inspection of the core wire found that the fracture cross-section was in the rough state, with the core wire having been deformed into a flexed shape toward the fracture end. There was no scratch on the kinked segment. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet the specifications. The sample was subjected to a pulling force in the state of being formed into a loop shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state was found to be very similar to that of the actual sample. The sample was subjected to repetitive 90-degree bending forces till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. The state was found to be different from that of the actual sample. A product sample was subjected to repetitive one-way torque forces in the state of being curved till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. This state was found to be different from that of the actual sample. The sample was subjected to a horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. This state was found to be different from that of the actual sample. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the catheter or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. There is no evidence that this event was related to a device defect or malfunction. From the investigation results, it is likely that; the distal segment of the actual device was trapped due to some factor(s); in that state the actual sample was pushed forward and this caused the distal segment to get bent; subsequent rotating manipulation led the bend to form into a loop shape, in that state the actual sample was subjected to a pulling force, resulting in the fracture. As a cause of the generation of the kink on the shaft, it is likely that the actual sample was exposed to bending and abrading force at approximately .4mm from the proximal fracture end. The exact cause of the reported event cannot be definitively determined based on the available information.